Event description:
This was a left sided, cardiac lead removal procedure conducted in the hybrid room of the operating room. The patient was having a difficult time tolerating the lv pacing lead, so the plan was to remove both lv an rv leads (both implanted 5 yrs prior) and downgrade the system. The md prepped both leads with a lld-ez, began lasing and successfully extracted the lv lead with the 14f sls ii. Upon releasing the rv lead with the 14f sls ii, the patient's pressure dropped from a baseline in the 120's to the 60's. There was no evidence on fluoroscopy of a problem. An emergent tee was performed with still no evidence bleeding. The patient's bp was still not recovering. A pericardiocentesis was performed, again revealing no evidence of bleeding. The tee remained in place for the following hour, with the addition of several catheters being inserted into various locations in the heart (svc, ra, rv, and innominate vein), contrast injected through each. Still no evidence of vessel injury was noted. The patient was stabilized with vasopressors and transferred to the ICU for further observation. On 28/feb/2011, the spnc representative spoke with the md regarding the case. The physician stated that most probable cause for the patient's drop in pressure was undiagnosed svc syndrome which was exacerbated by lead extraction, totally occluding the svc. The md stated the decrease in return of blood to the heart may have caused the pressure to drop and remain low. He did not believe the spnc devices utilized in the procedure were at fault. The patient's blood pressure had returned to normal as of that morning. The patient was reported as stable with no other complications.

Manufacturer narrative:
The spnc devices utilized in this case were not saved for return, engineering analysis. Several unsuccessful attempts ((B)(4) 2011, (B)(4) 2011 and (B)(4) 2011) were made at gathering further device information.